Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, high, out-of-range hv lead impedance was observed. It was noted that the patient reported having experienced a fall around the time of the first out-of-range measurement. A connection issue caused by the fall was suspected. Further testing was recommended.